Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 2.25 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut row's 4 to 7 at the proximal end of the stent and the 4 most distal stent strut rows were damaged. The undamaged section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion found no issues. A visual and microscopic examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 2.25 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, severe resistance was encountered. Upon removal, it was noted that the stent edge was slightly lifted. The procedure was completed with a non bsc stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 2.25 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, severe resistance was encountered. Upon removal, it was noted that the stent edge was slightly lifted. The procedure was completed with a non bsc stent. No patient complications were reported.